Event description:
Procedure: pelvic organ prolapse. According to the rptr: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Concomitant therapy: avaulta anterior biosynthetic support system, ref no. (B)(4), lot no. Sge00581 reason/ indication for mesh implantation:cystocele prolapse, irregularity post lipo selection procedure (s) performed:anterior repair with mesh, transobturator tape, lipo selection touch up postoperative complications: (B)(6) 2011: irritation in the vagina, little graft rejection - vulva and vagina showed moderate pelvic floor relaxation, apical scar, mesh erosion - mesh rejection - (B)(6) 2011: in-office trimming: the ulcerated mesh was removed . There was some granulation tissue.